Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor to determine the cause of failure as allegation cannot be replicated in a test environment. The complaint confirmation was unable to be determined. A root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6)2017. On (B)(6)2017, upon removal of the sensor wire, the patient's mother noticed that the patient's skin was scabbed over and had a staph infection. On (B)(6)2017, the patient went to the doctor and was prescribed septra antibiotics to treat the staph infection. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.